Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device product ID 306001 lot# unknown serial# implanted: explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient said they could feel the lead in the vulva area, like they just got off a horse. They could lower the stimulation and if they laid down they were alright, but if they stood up they were in pain. Something was poking them when they stood up. They were at 2.7 and they took it down to 2.1. They were asked if they could lower stimulation and the pain would go away and they said no. They said they didn't have options to try other programs. They only had right and left side. If they switched to the right, they felt stimulation in the middle of the back, where it was implanted, not in the pelvic floor. On the left they felt it on their outer lip. The issue was not resolved through troubleshooting. They were redirected to their healthcare provider. Additional information was received. The patient reported they were at 2.7 and turned it down to 1.2 and then shut it off. They said on the left side they felt like the lead moved into their vulva and was stabbing them there. They said they were in a lot of pain on the way home due to this. They also said on the right side they felt stimulation outside of the bike seat area in the middle of their back, it felt like someone was hitting them in the back. Contributing factors and resolution were unknown. The patient was redirected to their healthcare provider.